Event description:
It was reported that an alarm 25 occurred, indicating that the cartridge was removed during pumping. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific bg value was not provided. The customer administered a manual injection to address bg. Technical support educated the customer about the alarm's meaning, and the caller understood and acknowledged.